Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-06676, 2017865-2020-06681. It was reported that in (B)(6) 2018 the patient developed a pouch infection 2 months after the initial implantation of a dual-chamber implantable cardioverter defibrillator - ICD system, which improved after disinfection. The patient had an infection again, which required surgery on (B)(6) 2019. That surgery further aggravated the infection. Half a month ago, the patient's bag burst and the ICD was exposed. The entire ICD system was pulled out on (B)(6) 2020.

Manufacturer narrative:
Analysis was normal. No anomalies were found.